Event description:
The user facility reported that the optic surface of the lens has a "yellowish" appearance. The lens remains implanted in the pt's eye and the pt is doing well. Due to similar complaints resulting in lens explantation, facility is reporting this as a malfunction MDR.